Event description:
It was reported that during a da vinci-assisted reconstructive urology surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support to report that they were presented a message stating the single port (sp) camera instrument was expired. The customer inquired if it was possible to override the feature and the technical support engineer (tse) advised there was no ability to override. The tse confirmed the error in the logs and walked the customer through a hard power cycle of the system with no change. The customer informed the tse they were waiting for another endoscope to be reprocessed or delivered from another facility. The customer estimated a 2 hour delay post anesthesia and intended to proceed robotically.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Endoscope was out of allowed uses; indication occurs during the last procedure used; if reprocessed and attempted to use again there is no indication until engaged with the robot. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.